Event description:
MDR report number: initial reporter indicated that the pt had high lead impedance. The pt had surgery in 2007 to replace their vns generator. After surgery the pt had high lead impedance and no interventions were planned for pt at the family request, no additional surgery. During pt's surgery in 2007, surgeon reported no lead issues seen in the or and pins fully tightened into the generator header. Programming history showed pt to have had high lead impedance since 2004. The pt was seen for follow-up by another surgeon and x-rays were reviewed by their surgeon that showed one of the two lead pins not fully inserted into the generator header. Chest films reviewed - by physician showed the top lead with incomplete contact to the generator itself, suspicion of an incomplete circuit. No visable fractures of lead elsewhere. The family did not want the pt to have a re-exploration surgery to assess the high impedance. No interventions planned for the pt at this time. Family was not sure the vns was providing any significant help in seizures. Neurologist notified to program the pt's vns to output current zero.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.